Manufacturer narrative:
The insulin pump was received with a blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the pump powered up properly. The pump was monitored and no external flash crc error alarms were noted, the problem was isolated to the electronic assembly. The pump was received with a cracked case at the display window corners, cracked battery tube threads, and a cracked belt clip slot. The pump was also received with minor scratches on the lcd window.

Event description:
The customer's mother reported via phone call that she had an external flash crc error alarm on the insulin pump. Caller stated that the customer's blood glucose was 280 mg/dl at the time of the incident. Caller stated that the alarm was cleared and it occurred once. Caller was advised that the insulin pump will need to be replaced.